Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient was alleging to have difficultly in breathing/shortness of breath and was been to the hospital in and out for the last 3 years with upper respiratory infection. No other medical intervention was reported. After the second attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and hung up the call. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section g4 PMA/510(k) corrected. Section h6 health effect - clinical code which was missed in previous report was captured. Section h6 health effect - impact code corrected. Section h6 type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
Additional information was received on september 18, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty in breathing related to a CPAP device's sound abatement foam. Additional information was received about the alleged asthma(new or worsening) and lung disease. Section e1 was updated in this report. Section h6 health effects: clinical codes were update.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have difficultly in breathing. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.